Manufacturer narrative:
(B)(4). Lot 15c047 was manufactured from march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. Visual inspection revealed white floating particulate matter in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had foreign particles noted. This was identified after filling. The device was filled with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.